Event description:
A patient underwent a percutaneous coronary intervention (pci) in 2008. The procedure was performed through a 6 french procedural sheath placed medially in the right common femoral artery. The deployment was performed by a physician in training to deploy mynx vascular closure. The mynx deployment was reportedly unsuccessful in achieving hemostasis, and the patient was converted to manual compression following device removal. On the next day, the patient had poor right foot pedal pulses with numbness and coolness in the foot. Doppler ultrasound was performed confirming limited flow to the foot. IV heparin was administered over night, however, flow was not restored. Percutaneous retrieval of the occlusion was attempted, yet unsuccessful. A surgical embolectomy was performed including patch repair of the right peroneal artery. The embolism was not sent to pathology, and therefore the source of the occlusion could not be confirmed. The patient tolerated the procedure and no further incident has been reported. A post procedure review of the pre-deployment femoral angiogram with the site personnel indicates the access was at the lower half of the femoral head, the vessel size was adequate, and there was minimal disease in the vicinity of the access site; however, the point of entry was medial and was possibly a side stick.

Manufacturer narrative:
It is possible that a side-stick at the common femoral artery could result in incomplete closure at the access site due to improper angle during the time of deployment. Since post procedure images were not provided, the device was not returned for evaluation and the device's lot number was not provided to perform lot history review, the root cause of the reported incident is unknown.